Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was blood and contrast in the balloon and lumen. The device was soaked in a water bath for 1 day. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 5mm proximal of the distal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous ad severely calcified distal left circumflex artery. After a guidewire crossed the lesion, a 2.25mmx12mm nc emerge® balloon catheter was advanced for pre-dilation and the device was initially inflated at 12 atmospheres. Second inflation was performed at 18 atmospheres; however, during the third inflation at 20 atmospheres, the balloon ruptured after being inflated for 20 seconds. No segment of the balloon was detached inside the patient after it ruptured. The device was exchanged with a 2.5x12mm non-bsc balloon catheter and a 2.75x24 synergy stent was deployed using a guidezilla guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous ad severely calcified distal left circumflex artery. After a guidewire crossed the lesion, a 2.25mmx12mm nc emerge® balloon catheter was advanced for pre-dilation and the device was initially inflated at 12 atmospheres. Second inflation was performed at 18 atmospheres; however, during the third inflation at 20 atmospheres, the balloon ruptured after being inflated for 20 seconds. No segment of the balloon was detached inside the patient after it ruptured. The device was exchanged with a 2.5x12mm non-bsc balloon catheter and a 2.75x24 synergy stent was deployed using a guidezilla guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was good.